Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, displacement test or verify unexecuted alarm due to blank display. Insulin pump received with cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that they experienced high blood glucose. The customer blood glucose level was 489 mg/dl at the time of incident and the current blood glucose of the patient is 339 mg/dl. Customer's family reports insulin pump had unexpected restart alarm and blank display. The customer's family was assisted with troubleshooting and the display return and pump alarm was successfully clear. The customer's family did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer's family declined troubleshooting. The product will be returned for analysis.